Event description:
It was reported that the customer had no delivery alarms frequently on the insulin pump. Customer's blood glucose level was 168 mg/dl. Customer stated that she does not want to troubleshoot. Customer does not want to return the set or reservoir for analysis. Customer stated that the issue has been going off and on for a long time. Customer requested a new pump. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, a cracked case at the display window corner and cracked reservoir tube lip.